Event description:
The port was placed 3/15/96 for chemotherapy. On 8/8/96, the port was removed due to catheter leakage. The reporter said it appeared that the catheter had been partially severed by clavicle-1st rib compression. The catheter did not break off and embolize.